Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic after the patient's family exchanged their system controller due to a backup battery (ebb) fault unprompted by a medical professional. Per the patient's mother the system controller was exchanged, the pump did not turn on and the backup system controller screen said "charging." They were then prompted to place the patient back on their primary system controller. It was noted that the ebb fault had not resolved, and log files were submitted for review which confirmed the ebb faults on (B)(6) 2024 along with a driveline disconnect at 13:20:14 and reconnected at 13:35:47. The pump returned to operating at set speed. The ebb fault had returned but appeared to have cleared after a system controller self-test was performed. Additional log files were submitted for review, and it appeared that on (B)(6) 2024 the system controller was powered up using the mobile power unit (mpu), but the driveline was not connected. The patient was sitting in bed at the time of the event and did not experience any symptoms. All the system controllers and backup batteries seemed to be working appropriately.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review and data from the reported event date of 18jul2024 was reviewed. A backup battery fault alarm activates at 03:07:58 due to the battery not passing the load test. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and no external power alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections describe how to properly switch between power sources and warns the user that at least one system controller power cable must be connected to a power source at all times. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.